Event description:
Reporter alleged customer went to a routine doctor appointment and his glucose read 160 mg/dl prior to going compared to the doctors' result of 101 mg/dl performed 45 minutes later. It was stated after customer returned home, his meter read 346 mg/dl back to back with a result of 150 mg/dl when taken within 1 minute of each other. Reporter indicated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.